Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device failed to charge to set energy. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's reported problem was observed during initial testing. However, the device was put through extensive testing including removing and reinstalling main board for defib test without duplicating the reported problem. The evaluation of main board was unable to duplicate the problem. Therefore, the main board and capacitors were replaced as precaution. The device was recertified and returned to the customer. The main board was scrapped after evaluation. Analysis of reports of this type has not identified an increase in trend.